Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low" mg/dl, and the meter bg reading was approximately 120 mg/dl. The control iq software delivered insulin based off the inaccurate cgm values, and subsequently, the customer's bg dropped to 50 mg/dl. Customer consumed carbohydrates or glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.